Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer 2 failed to open and unable to access during a procedure and displayed an error message indicating maintenance required. A field service engineer confirmed that the issue was resolved by the customer by recovering the drawer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station 4000 system drawer 2 failed to open and unable to access during a procedure and displayed an error message indicating maintenance required. The customer reported that there was 30 mins delay dispensing the critical medications which affected patient care. There were no adverse events or injuries reported based on this event.